Event description:
It was reported that " it was a failing vein graft to om that I was opening up the native circumflex om which was the cto so I went retrograde through the svg to om and externalized in the aorta snared the r350 which likely went through a strut on the evolute valve that was not aligned with the left main so there was likely an odd kink there with that said I had delivered multiple balloons, including shockwave via the 8 french trapliner without difficulty I was going to walk the trapliner back down to deliver my stents when I realized it had in fact got stuck.. So I tried to remove the balloon. I couldn't get the rest of the trapliner to come then I went retrograde with a balloon to try to push it out of the left main but couldn't move it the remainder of the trap liner came out with no resistance and I realize the distal portion was not attached with that said I was able to go back in with a 3.0 mm long balloon inflated to 2 atm and slowly removed it. The patient was reported as not harmed post the procedure."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of catheter separation was confirmed by visual inspection of the customer supplied photos and video. The photographs showed that the inner coil of the catheter was exposed and damaged inside the heart vessel. The distal portion of the catheter was separated from the rest of the device. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "it was a failing vein graft to om that I was opening up the native circumflex om which was the cto so I went retrograde through the svg to om and externalized in the aorta snared the r350 which likely went through a strut on the evolute valve that was not aligned with the left main so there was likely an odd kink there with that said I had delivered multiple balloons, including shockwave via the 8 french trapliner without difficulty I was going to walk the trapliner back down to deliver my stents when I realized it had in fact got stuck.. So I tried to remove the balloon. I couldn't get the rest of the trapliner to come then I went retrograde with a balloon to try to push it out of the left main but couldn't move it the remainder of the trap liner came out with no resistance and I realize the distal portion was not attached with that said I was able to go back in with a 3.0 mm long balloon inflated to 2 atm and slowly removed it. The patient was reported as not harmed post the procedure."